Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode with a power on reset (por). Technical support was contacted and the device was reprogrammed to resolved the event. The patient was in stable condition.

Event description:
Additional information received indicating after reprogramming, the device was again found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power on reset (por). High current was also observed in the device image and confirmed during bench testing. The cause of the reported event was consistent with a hybrid anomaly.